Event description:
The MFR received info alleging a ventilator was switching off and on by itself while in use. The ventilator reportedly alarmed and there was no pt harm or injury. The device has yet to be received for investigation. A follow-up report will be filed when the investigation is complete.